Event description:
Notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right saphenofemoral artery occlusion with a " probable" relationship to the impella device used: it was reported as ¿decreased temperature, increased tension, and decreased pulses were appreciated in the lower right extremity. The patient underwent ultrasound and computed tomography (CT) imaging of the right leg. Ultrasound revealed arterial occlusion of the superficial femoral and popliteal arteries. CT revealed that the lumen of the right external iliac and proximal femoral artery was completely filled by the impella cp catheter (placed at outside facility). Vascular surgery assessed the leg and determined that the limb was unsalvageable and would otherwise need to be amputated, however, given the patient's state and concern for developing worsening metabolic problems, the patient was too unstable to undergo surgery. Vascular surgery also explained that the patient likely had chronic right superior femoral artery (sfa) occlusion which was exacerbated by occlusion of the external iliac from the impella cp placement.¿ ultimately, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿